Event description:
It was reported by the rep that the (6) 355ld devices were used during a laparoscopic cholecystectomy procedure. It was reported that the case was complicated and slowed because of the air loss due to torn gaskets. The surgeon used hook cautery. The operating room time was extended by five minutes.